Event description:
The co2 laser fiber was not coupling with the laser machine. It kept popping off. Biomed staff was called, and they tried a few different co2 laser fibers that did not work. They were all the same lot number. All the fibers were pulled off the shelves. Upon inspection the co2 laser fiber was disconnecting from the hub that screws into the laser console when going to use it. Manufacturer response for powered laser surgical instrument, ultralase flexible laser waveguide (per site reporter) the rep picked these fibers up three months ago.